Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, pacemaker-mediated tachycardia (pmt) episodes were observed. Device diagnosed the episodes appropriately and broke the pmt events. Upon review, undersensing in some of the pmt episodes was noted. Programming changes were recommended. Patient was asymptomatic to pmt and undersensing.